Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy pd fluid. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. The patient began treatment with intravenous injection merocrit (500 mg, two times a day) and intraperitoneal injection tobra (40 mg, once daily) for peritonitis. Thirteen days after event onset, the patient was discharged from the hospital, the pd fluid was clear and the patient was recovered from this peritonitis event. Seven days later, antibiotic therapy was discontinued. Dianeal and extraneal therapies were ongoing. No additional information is available.